Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling during transportation/storage whereby the carton had been compressed. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging.

Event description:
Hole in packaging.

Event description:
Hole in packaging.